Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of whitening on the extension legs of a hemostar long-term hemodialysis catheter is confirmed, and the cause is determined to be use-related. The samples returned were one photograph of a 19 cm hemostar dialysis catheter and one 19 cm hemostar dialysis catheter. Visual observation of the photograph found that the device was apparently implanted in the patient and partially dressed. No securement device was present. The perspective was from above the top of the hub, at a slight angle from perpendicular. The tubing directly next to the hub had apparently been discolored to white in certain regions. No other points of whitening were noted. Some adhesive residue appeared to be present on at least one of the legs, indicating that an adhesive dressing had possibly been placed up to that point. The cloudiness of the extension legs was confirmed by examination of the physical sample. There appeared to be some bulging in the discolored areas, and the printing on these extension legs was somewhat worn. Several yellowish discolorations were found on the catheter body itself, and the cuff manifested biological residue. Tactual evaluation detected possible slight decreased resistance to compression in the discolored areas of the extension legs. A transverse slit with clean and straight edges for the majority of its length was found on the venous side of the catheter just distal to the cuff. This is typical of a sharp instrument cut. Complaint (B)(4) has been opened in order to address this slit. The discoloration/cloudiness and bulging is evidence of degradation of extension leg material, and appears to be due to use conditions. Such degradation could lead to events as serious as device failure (see IFU), including extension leg burst or split, risking loss of blood, air embolism, etc. That the discoloration was adjacent to the hub suggests the possibility that maintenance/cleaning chemicals may have accumulated around/under the hub and allowed to remain without completely drying. The IFU warns of several of these and that certain chemicals may cause failure of the device. It also describes the recommended dressing technique for this device. The following IFU statements may be helpful: ¿alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s).¿ ¿care and maintenance: povidone iodine, dilute aqueous sodium hypochlorite solution, chlorhexidine gluconate 4%, or chlorhexidine gluconate 2% solution are the suggested antiseptics to use. Warning: acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative. Dress the catheter as described above under ¿d (common steps).¿ see nursing guide for more details.¿

Event description:
It was reported that there was white discoloration on the dialysis catheters limbs. No patient injury was reported. This file addresses patient two. On 07/27/2017 - the returned catheter contains areas of bulging in the same areas as the discoloration.